Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 90% stenosed lesion was located in a calcified left anterior descending artery. The taxus express2 2.5x8mm drug eluting stent was inserted into the pt and the stent moved on the balloon. The device was removed and the procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.